Manufacturer narrative:
(B)(4). A third-party service agent evaluated the device and verified the reported failure. The third-party service agent then replaced the biphasic module and observed proper device operation through functional and performance testing. After repair, the device was returned to the customer for use. The device has not been returned to physio-control for evaluation.

Event description:
It was reported to a physio-control service representative that during a training session on a manikin, the user heard a bang coming from the device after which the device could not deliver energy. The device had been used extensively for days of training and the reported event took place on the last day of the training. There was no patient use associated with the reported event.